Event description:
Or table lowered by hand control to meet height of cart. Pt transferred onto or table. Table on its own went into reverse trendelenburg. A motor was heard while this happened. Table position could be corrected with controls on table pedestal, but not responsive to hand controls commands. Pt was removed from table and a new table was brought into room.